Event description:
Information received indicates the right head caster mount weld is broken.

Manufacturer narrative:
The technician reported that the caster tube detached from the base frame. The account replaced the base frame to repair the stretcher.